Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer had a blood glucose level of 20.0 mmol/l in the morning on (B)(6) 2014. She delivered a bolus of 50.0 units, but her blood glucose would not decrease. She had nausea and vomited several times, and she felt "extremely bad." She went to the hospital, and her blood glucose was 32.0 mmol/l. She was admitted to the intensive care unit and treated with an insulin infusion, salt liquid, and "kalium." She was still hospitalized at the time of the reported. The customer believes the insulin delivery of the infusion device is too low. The alleged product was replaced and requested for evaluation.